Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of reviewing information on reprocessing steps provided by the user, no obvious deviation from IFU was confirmed. The culture test result at the third-party labs provided by the user: sampling date: may 24, 2024. Sampling from: all channels. Cfu: 7cfu/100ml. Bacterial identification: pseudomonas aeruginosa. Sampling date: may 30, 2024. Sampling from: all channels. Cfu: 9cfu/100ml. Bacterial identification: n/a. The following are results of microbiological tests by the third-party labs, provided by service business center: sampling date: sep. 11, 2024. Sampling from: all channels. Cfu: 1cfu/endoscope. Bacterial identification: champignons filamenteux. Sampling date: sep. 25, 2024. Sampling from: all channels. Cfu: 5cfu/endoscope. Bacterial identification: bacillaceae, micrococcus luteus/lylae. Bacteria were detected in culture test performed by the third-party labs which result provided by service business center. The device was evaluated where no abnormalities were found that could have led to the positive culture. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU states ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor the field performance of this device.